Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the delivery issue was most likely patient condition as the patient had a tight turn from the axillary artery. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that when trying to insert the impella 5.5, the medical doctor tried pushing the pump in and damaged the impella catheter near the motor housing. A new impella 5.5 was opened and used successfully. The patient is stable.